Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination of the lead found an external abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can located at the at proximal region of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.

Event description:
Additional information was received that the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. The patient was pacemaker dependent. Provocative testing was performed and the noise was able to be reproduced. Additionally, diagnostic imaging was performed, but the results have not been provided. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.